Event description:
As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported within a 30-day time frame. We are filing these late reports as directed by the rsmb staff. It was reported that the pt expired due to causes unrelated to the implanted system. The cause of death was not reported. The pump contained morphine sulfate 25 mg/ml (programmed to deliver 21.995 mg/day) and bupivicaine 10 mg/ml in simple continuous mode.